Event description:
It was reported that the iab was inserted post bypass surgery. At the onset of pumping, the pump experienced helium loss alarms. It was suspected that the balloon was not unwrapping completely, so timing adjustments were made. However, the balloon would not unwrap. The iab was then removed and replaced. There were no pt complications.